Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to exposed lead wires that appeared to have pulled free from the outer insulation at the terminal pin. Other than the surgical procedure, no additional adverse patient effects were reported.